Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was not recharging. The caller said the patient was having trouble charging the ins and also having trouble recharging the insr as well. Caller mentioned that the doctor already said the ins would need to be replaced ; the quality of the call was not good and patient services could not understand what they were saying regarding the ins replacement. The caller and patient said it takes all day to completely recharge the ins. The patient /patient rep will call back when they are with the equipment to further troubleshoot. Additional information was received from the patient representative and it was reported that for about the last 3-4 months pt's implant won't hold a charge anymore and their doctor told them they need a replacement